Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: the customer data review found that there is no indication that the alinity m sars-cov-2 assay is performing outside of established design performance specifications. Note: the contamination issue that site experienced is not lot dependent. Quality data review: the device history records (DHR) review was not performed as contamination was found to cause the discrepant results and the issue the site experienced is not lot dependent as it was resolved with instrument troubleshooting. There is no indication that the lot of alinity m sars-cov-2 amp kit (list (B)(4) ) is performing outside of established design performance specifications. CAPA / non-conformance review: the CAPA review for alinity m sars cov-2 amp kit (list (B)(4) ) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for the (B)(4) list number. Complaint history review the complaint history review identified 14 additional complaint tickets related to the reported complaint for contamination on alinity m sars-cov-2 assay (list/ part "(B)(4) "). Note: the issue is not lot dependent. 8 tickets were resolved by technical service with customer troubleshooting. One ticket is still in the process of being troubleshooted by technical service. Four tickets were independently investigated and identified no product deficiency. One ticket is currently in the process of being reviewed and investigated. No product deficiency was identified for these tickets. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list (B)(4) ) was not identified.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
Customer reported that as of approximately 6pm (B)(6) 2021, all the samples being tested on their 3 alinity m instruments were being reported as positive. Water samples on the alinity m instrument also produced positive results. On the morning that the customer called, the negative controls also failed indicating that the customer is experiencing contamination across their instruments. Molecular application specialist recommended thorough lab decontamination. Customer utilized the roche cobas assay to retest all samples that generated positive results on alinity m and all the samples generated negative results. False positive results were released to patients. Specifics on impact to patient management are being handled on a case-by-case basis by the laboratory and those details have not been made available to abbott. There has been no report of impact to patient management. Occurrences on additional instruments will be addressed in MDR 3005248192-2021-00058 (complaint ticket (B)(4)) and MDR 3005248192-2021-00060 (complaint ticket (B)(4)).